Event description:
The customer reported that when analyzing the 12 lead, the monitor lost all leads and states "leads off."

Manufacturer narrative:
The customer reported that when analyzing the 12 lead, the monitor lost all leads and states "leads off." The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.